Manufacturer narrative:
H.6. Investigation summary: samples were returned for evaluation. Customer returned one (1) loose 31g x 8mm, 1ml bd insulin syringe. Consumer reported the needles are tilted to the right and the plunger is really hard to pull. The returned sample was examined, and no apparent issues were observed; the cannula was unbent, and the plunger was not difficult to move. As no manufacturing defects were observed, the alleged issues could not be confirmed. Unable to perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing difficult plunger movement. The following has been provided by the initial reporter: material no: unknown batch no: unknown. Event description states, "I am writing to you today because the box of syringes I got last month are damaged. The needles are tilted to the right and the plunger is really hard to pull to draw insulin.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing difficult plunger movement. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. Event description states, "I am writing to you today because the box of syringes I got last month are damaged. The needles are tilted to the right and the plunger is really hard to pull to draw insulin.